Event description:
The device was returned with no info.

Manufacturer narrative:
Evaluation summary: the analysis was performed and was found that the handpiece no longer meets the specifications for continuity. The instrument was tested on the generator and gave an error code 3. The handpiece was disassembled, a torn acoustic isolator and moisture ingress were found. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.